Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to a low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The customer used food to treat and was given intravenous infusion of g10. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported they accidentally manually injected 300 units of insulin by pushing the reservoir into the pump while they were connected. The insulin pump was not rewound and they forced the reservoir into the insulin pump causing the entire reservoir to empty into their body. The insulin pump will not be returned for analysis.